Event description:
Reportedly, it was impossible to interrogate an eno pacemaker using the cpr4 head, as a telemetry error message is constantly displayed on the programmer screen, event when the four blue lights are on. The pacemaker could be successfully interrogated with a cpr3h.

Manufacturer narrative:
Upon reception, the returned cpr4 head was tested and the reported behavior was not reproduced, as normal initialization of the head and normal communication were observed when interrogating reference devices. Therefore, no anomaly is suspected on the returned cpr4 head.

Event description:
Reportedly, it was impossible to interrogate an eno pacemaker using the cpr4 head, as a telemetry error message is constantly displayed on the programmer screen, event when the four blue lights are on. The pacemaker could be successfully interrogated with a cpr3h.